Event description:
It was reported that this right atrial lead was explanted due to the patient developing an infection and erosion. The device will not be returned. No further adverse patient effects were reported.